Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was making a loud beeping sound. A field service engineer (fse) found everything appearing normal upon arrival. The power cord was reinserted at the connection to the external battery backup, and a strain relief was added to secure the cord. The system was tested in the application and operated correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the machine was making a loud beeping noise. The customer attempted to turn the machine off and on to see if it would resolve the issue. After the reset, they reported that the machine was still beeping. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.